Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis

Event description:
It was reported that during a gastric bypass procedure, since the endostapler cut but did not staple, the surgeon had to suture manually, increasing the procedure time by forty five minutes. The gastric liquids where also drop into the abdominal cavity. There were no adverse consequences for the patient.